Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on 04-aug-2016. Her concomitant condition included migraine. On (B)(6) 2015, essure (fallopian tube occlusion insert) was placed. The placement was painful. She reported experiencing abdominal pain / pain mainly on the right, increase or heavy blood loss during menstruation, headache migraine, arthralgia, muscle pain, dizziness, tiredness, memory loss, concentration problems, arrhythmia, menopause complaints, vision problems, pain attacks with fever, low blood pressure. The time till start of complaints was reported as 36 months after insertion but she did not specify for one of the events. She referred family problems but did not specify it for one of the events. The consumer had a blood test performed and she was indeed in the menopause; CT scan; and scan for osteoporosis were also performed. She received medication for the menopause, it helps, but not against the migraine. The consumer reported that her attacks of fever possibly due to bladder infection/pyelitis; she also had novasure treatment just before or after essure coils were inserted she had as treatment plan the essure removal scheduled. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain / pain mainly on the right. Essure removal was planned. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, serious/unlisted/unrelated events and non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 20-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain / pain mainly on the right. Essure removal was planned. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, serious/unlisted/unrelated events and non-serious events were reported. No sample available for this investigation and no valid lot number. No further information can be obtained.